Manufacturer narrative:
UDI#: (B)(4).

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and could not replicate the reported issue. The representative performed image quality testing and all tests passed. The system passed all functional tests and performed as intended. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case images taken from the imaging system were graiy from c6 - t1. The site decided to proceed and on the confirmation spin the site switched the technique to a small patient and it was possible to make out the vertebral body better. No extra spins were taken. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.